Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient had undergone a pocket revision procedure. During the procedure, the pocket was moved from patient's right side to the left side, due to the patient experiencing pocket discomfort while sleeping. The patient was reportedly doing well following the procedure.